Manufacturer narrative:
The additional device referenced in b5 is filed under separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after an interventional ventricular tachycardia ablation procedure with an 8f sheath. Reportedly, with both devices, the knot was advanced to the vessel, but complete hemostasis was not achieved (failure to achieve hemostasis). Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.